Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted the screen black out with alarm when the device was turned on (the device beeps when starting up) due to defective cr board (circuit board). Based on evaluation findings, the failure found was found to be attributed to faulty cr board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during preparation for use for a laparoscopic surgery , the device beeps when starting up and the screen black out. The device was replaced with another similar device. Patient was not under anesthesia. There are no more than fifteen (15) minutes delay in the procedure. The intended procedure was completed with no patient harm or injury due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct e3 which was inadvertently completed in the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.